Event description:
The advocate called for help with the customer's meter. While troubleshooting, she performed control tests and received a result of 228 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e11 which confirms exposure. The qa lab also found the reagent to read "lo" and 81 mg/dl low, out of specification. Performance was satisfactory using iqa retention reagent.